Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp/an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: white biological tissue observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture left side. Device was explanted and replaced with a non allergan product.

Event description:
Healthcare professional reported rupture left side. Device was explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling